Manufacturer narrative:
Investigation summary: it was reported there was yellow-brown foreign matter on the cap of the flush. To aid in the investigation, three photos and one video were received for evaluation by our quality team. The media shows a syringe with discoloration that appears to be embedded degraded resin at the barrel bottom where the luer is. No other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot number 1271181. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that yellow-brown foreign matter was found in the bd posiflush¿ normal saline syringe on the front screw of flush. The following information was provided by the initial reporter: "the nurse found yellow-brown foreign matter on the front screw of the flush, and immediately stopped using it.